Manufacturer narrative:
(B)(4) - hemorrhage is labeled in the IFU. (B)(4) - fitting separation is not specifically addressed in the IFU. No product was returned to assist in this investigation. The device was shipped with instructions for use (IFU) that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU advises that excessive force should not be used to retrieve the filter. It is possible that excessive force was applied to the device, resulting in the hub separation. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. A quality engineering risk analysis (qera) was updated in response to this complaint. However, no further migrating actions are necessary at this time.

Event description:
Jugular access into ivc obtained with gtrs system. The snare was placed down coaxial retrieval sheath system and the white side arm adapter was tightened onto the sheath system. The physician was manipulating the wire loop attempting to snare the filter and noticed blood coming out around the hub of blue outer sheath. The tech reports the hub had disconnected from the sheath and the pt was experiencing heavy blood loss. The physician pulled the entire system out while maintaining wire access, replaced it with a new retrieval set. Hemostasis was obtained, the filter was removed without any further incident. The pt is okay. It was noticed upon removal of the original sheath that the radiopaque band had detached as well. (1820334-2011-00134). The physician estimates the pt lost more than 2l blood. The technician did not save the broken device and could not supply a lot number. The pt experienced excessive blood loss due to this event.